Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. (B)(6) impacting cup and both pieces broke off. Had to get the manual impactor to finish. Tha case. Additional information: the cup was impacted manually after the impactor broke off. We did use the robot's implant planning page to help assist with sizes for the femoral side of the case, but just as a reference.

Event description:
Dr. (B)(6) impacting cup and both pieces broke off. Had to get the manual impactor to finish. Tha case. Additional information: the cup was impacted manually after the impactor broke off. We did use the robot's implant planning page to help assist with sizes for the femoral side of the case, but just as a reference.

Manufacturer narrative:
Reported event: the event reported that a shell impaction platform and trident inline offset impactor broke during impaction and manual impaction had to be performed to continue impaction of the cup. Device evaluation and results: unable to perform as the part was not returned. Device history review:review of the device history records indicate 23 devices were manufactured and accepted into final stock on 01/20/2016. Complaint history review: review of complaints within the trackwise database for p/n 209820, l/n 32872 show no other complaint related to the failure in this investigation. Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.